Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a rv lead revision due to oversensing. The lead showed episodes of noise. The lead was capped and replaced on (B)(6) 2020. There were no adverse effects before, during, and after the procedure.